Event description:
It was reported that the 50 ml syringe had foreign matter. The following information was provided by the initial reporter: material # unknown. Batch # unknown. Verbatim: rcc received a complaint via email. There was a 50 ml leur-lok syringe last night that was contaminated. The syringe was opened inside a horizontal laminar flow hood and removed from its packaging. It was discovered by the technician that there was a piece, that looked like cardboard, inside the syringe. This was noticed when they were drawing back from a product. I am sorry I do not have the packaging to report the lot/exp date, but I do still have the syringe with the contaminant in it. Please let me know if you need any further information and/or if you would like the product back for evaluation.

Manufacturer narrative:
A complaint was received alleging the presence of a cardboard like piece inside a syringe. One sample, received without the blister package, was evaluated by the quality team. Visual examination was performed first unaided and then at 30× magnification. A loose particle was observed adhered to a rib on the plunger rod; its appearance was consistent with burnt resin. No additional defects or imperfections were identified. This condition may occur if a particle of degraded resin adheres to the plunger rod during the molding process. Based on the investigation and analysis of the returned sample, the customer¿s report is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.